Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the balloon was returned lodged inside the introducer sheath, with the distal end of the balloon protruding from the distal tip of the sheath. The guidewire was returned advanced through the distal tip of the balloon. There were no other anomalies noted on the catheter. The sheath tip was examined under microscopic magnification and was observed to be flared, likely indicating retraction issues. The proximal end of the introducer sheath was examined under microscopic magnification and bunching was observed, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.018¿ guidewire, and it passed without issues. An attempt was made to retract the balloon from the sheath and the balloon was unable to be retracted. The balloon was able to be advanced through the sheath without issue. The inflation hub was connected to an inflation device. An attempt was made to inflate the balloon. The balloon was inflated to rpb (12 atm) with no issues. There were no leaks or loss of pressure observed. Vacuum was then pulled to deflate the balloon. It was observed that the balloon was able to completely deflate within 56 seconds. The catheter was then retracted from the sheath without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is unconfirmed for deflation issues, as the balloon was able to be deflated without issue under laboratory conditions. The investigation is confirmed for retraction problems based on the condition of the returned sample (i.e. Bunched and flared introducer sheath). It is likely that the inability to fully deflate the balloon contributed to the retraction issues. The root cause for the deflation issues could not be determined based upon available information. It is likely that the deflation issues lead to the retraction issues. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: use of the vascutrak pta balloon dilatation catheters: slowly apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. Warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the vascutrak pta balloon dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Precautions: fully evacuate the balloon prior to withdrawing the system. Larger sizes of vascutrak balloon may exhibit slower deflation times. If the balloon does not deflate, advance a sheath or catheter over the proximal portion of the balloon to straighten out the connection of the balloon to the inflation lumen. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast medium is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Vascutrak pta dilatation catheter brochure: the recommended sheath size for this sized device is 6fr. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the right sfa, the pta balloon allegedly would slowly deflate after approximately 15 minutes. It was further reported that the health care provider applied positive pressure and then negative pressure in order to retract the balloon through the sheath. The balloon, sheath and guidewire were removed as a single unit. Another balloon and sheath were loaded over a new guidewire to successfully complete the procedure. There was no reported patient injury.